Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit fails drive manifold test (k6-k8 leak test) intermittently but substantially. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) found that the unit would fail the drive manifold test (k6-k8 leak test) intermittently but substantially. No patient involvement. Fse replaced the drive manifold assembly (0104-00-0018) and completed a full calibration of the transducers. A full pm service was completed under so# (B)(4), all tests passed to factory specifications. Unit returned to the customer and released for clinical use. The failure analysis and testing dept. Received part number 0104-00-0018 manifold, drive serial number (B)(6) with a reported unit failure of failing the drive manifold test, k6, k6a, k7, k8 leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 manifold, drive serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat performed the k6, k6a, k7, k8 leak test. The leak test passed testing. The fat could not verify the drive manifold failing the k6, k6a, k7, k8 leak test. The drive manifold passed testing. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev.aq. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for the part. Please see attachment. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).